Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. Using fluoroscopy, the right atrial (ra) lead was discovered to be fractured. This lead to high capture thresholds. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.